Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The activity log was overwritten by use of the device and does not add value to this investigation. The device check log was reviewed and found no evidence of a malfunction. The external paddles were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.